Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the radio frequency identification data (rfid) being inaccurate could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope angulation control knob felt too stiff. The issue was found during preparation for use for a diagnostic procedure and the procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the radio frequency identification (rfid) data was inaccurate. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The device evaluation found that the radio frequency identification (rfid) data was inaccurate. The additional evaluation findings are as follows; angulation in the upward direction was out of standards due to the worn angle-wire; the gap on the upward/downward angulation control knob was out of standards due to the worn angle-wire; the light guide bundle (lg) was abnormal; the charged coupled device (ccd) lens had scratches; the light guide lens was broken; the bending section cover adhesive was broken; the video cable protector was broken; the suction cylinder was peeled off; and the insulation resistance value of the distal-end was out of standards since the plastic distal end cover (c-cover) was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.